Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The visual inspection was not performed due to the product not returned. The functional inspection was not performed due to the product not returned. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that when the subject coil was advanced within the microcatheter, the coil got prematurely detached in the shaft. A non stryker microcatheter was being used. The subject coil was removed and the procedure was completed successfully. No defects were identified during preparation and the subject coil appears to have been used in accordance with the dfu. No resistance was noted while advancing the subject coil. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the procedure, when the subject coil was advanced within a the microcatheter, the subject coil got prematurely detached in the shaft of the microcatheter. The subject coil was removed with the entire microcatheter and retrieved from the microcatheter. The coil was replaced and the procedure was completed successfully with no clinical consequences to the patient.